Event description:
It was reported that a dissection occurred requiring additional intervention. The target lesion was located in the middle of the left anterior descending artery (lad). The lesion was pre-dilated with a 2.00 mm x 10 mm non-compliant balloon. A 3.00 x 20 mm promus premier drug-eluting stent was deployed at 12 atm and post-dilated with a 3.00 x 10 mm non-compliant balloon. A type b flow-limiting distal stent edge dissection was then observed. The patient experienced chest pain. The dissection was covered with a 3.00 x 16 mm stent and the procedure was completed. There were no further patient complications reported. The patient was stable post-procedure and fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.